Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient's external device. It was reported that when patient programmed into MRI mode, patient sees device information is not available, cannot put into MRI mode. Caller attempted to put ins into MRI mode but received "missing data" message. Reviewed that managing hcp would need to program information in so that MRI mode could be accessed appropriately. Reviewed that scanning patient without putting ins into MRI mode is outside of our labeling and reviewed risks of ins not being in MRI mode and ins being left on. Caller requested mdt rep to come turn ins off - tss reviewed this is outside of our labeling but if they are proceeding with the scan per medical judgement, turning the ins off would be a conservative approach. Tss transferred caller to nas but reviewed that mdt rep would need to work with patient's managing hcp in order to get MRI information programmed into the ins. Redirected to managing hcp. Additional information was received from the patient on (B)(6) 2023. Patient called as said that received follow up letter from manufacturer. When asked patient said that after that phone call, patient said that "they" meaning MRI techs were able to place into MRI mode on (B)(6) 2023 and patient did proceed with MRI of the brain. Patien t said that within 5-10 minutes all of a sudden started to feel jolting in their body were in the area of the lead and MRI was aborted. Patient said that no one checked the implant after the MRI was aborted until patient connected to implant and received the regular therapy screen with their settings. When asked, patient reviewed and said that no one checked therapy status right after MRI was aborted. Based on this information, patient services said that it "sounds" like the implant was on which it wouldn't be if MRI mode was still active. Patient said that since the MRI patient hasn't felt stimulation and has experienced return of symptoms, more retention and using more catheters and patient said is on lacix. Patient said has adjusted the setting once since MRI however hasn't noticed any improvement. 1) what has or will be done regarding the situation? Patient is scheduled to see their provider on 2023-03-15.